Event description:
Nellcor puritan bennett received a call from the user facility. The user facility called to report the following problem: no volume delivered with all leds on and constant single tone alarm.